Manufacturer narrative:
Note: this event was inadvertently reported under incorrect product registration number (manufacturer report number 9616066-2022-500019). This MDR resubmission now reflects the correct product registration number. The information provided was obtained from a retrospective review of servicing data; therefore, no other information is obtainable at this time. There was no reported patient involvement.

Event description:
It was reported that a failure was observed during a planned preventive maintenance or recall remediation service event. There was no reported patient involvement.